Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. The rv lead was capped and replaced, and the crt-d was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) during a therapy downgrade procedure. No additional adverse patient effects were reported.